Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and was mesh was implanted concurrently with lsh and bso; due to sui and cystocele. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) at (B)(6) center due to erosion. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) at (B)(6) center due to recurrence. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and cystocele.